Event description:
I used to fill oxygen at (B)(6) in (B)(6). I was only kinda sorta trained to do it and they didn't keep up my training. Now that I have left, they have several other people that aren't really trained filling oxygen tanks. I was told that what we are doing is considered drug manufacturing and it comes up under the FDA, so I want you guys to know that that company isn't doing it right. Stuff is just signed off on and given to people that really need it and they aren't doing the stuff they need to do to make sure its done right or safe for people. Anyways, I don't think they have ever been audited and they should probably be audited by someone that knows what's up.